Event description:
It was reported that when using the bd pyxis¿ anesthesia station es to log in and retrieve medications, the station responded very slowly throughout the process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was responding slowly. The technical support specialist (tss) dialed into the station and applied knowledge article station slow login netbios, then rebooted the station and confirmed faster login performance. An email was sent to the customer for verification, followed by a reminder, but no response was received. Upon rechecking the logs, authentication and login times were within acceptable limits, and the customer was able to dispense medications without delay or slowness. The case was closed after confirming normal functionality. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es to log in and retrieve medications, the station responded very slowly throughout the process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.